Event description:
Qv otc caller asking if blood in sample will affect test; had congestion during swabbing -- tss advised that blood will not interfere or cross react with test results as internal studies showed; logged feedback and advised to follow up if any irritation.

Manufacturer narrative:
Subject: qv otc caller asking if blood in sample will affect test; had congestion during swabbing -- tss advised that blood will not interfere or cross react with test results as internal studies showed; logged feedback and advised to follow up if any irritation investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.